Manufacturer narrative:
This complaint investigation is ongoing. A supplemental report will be provided.

Event description:
A company sales rep attended a mets jts distal femur replacement implant procedure on (B)(6) 2014, it was reported during the operation that the surgeon showed dissatisfaction with the distal femoral instrumentation in particular the distal femoral cutting guide and reamers. The instruments are mainly said to be too big for juvenile cases.

Manufacturer narrative:
This complaint is in reference to surgeon dissatisfaction with the instruments provided with the implant. Surgeon preference on instrumentation is being reviewed. This complaint is being closed and is being tracked and trended.

Event description:
A company sales representative attended a mets jts distal femur replacement implant procedure on (B)(6) 2014, it was reported during the operation that the surgeon showed dissatisfaction with the distal femoral instrumentation in particular the distal femoral cutting guide and reamers. The instruments are mainly said to be too big for juvenile cases. This is a supplemental report to 3004105610-2014-0052 (B)(4).